Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exchange from textured to smooth implants due to the patient's concern with the product."

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patient's concern with the product, "approximately 1 ml of fluid," and "fibrous capsule with chronic inflammation." Patient also reported "breast implant illness," this event is not related to the device. Device has been explanted.